Manufacturer narrative:
The technician found the siderail button was stuck and prevented the siderail from latching. Repairs have not been completed.

Event description:
Information received indicates the siderail will not latch.